Manufacturer narrative:
(B)(4). Batch # m5605j. The analysis results found that the cdh21a device arrived with no apparent damage. The breakaway washer was present only the part anvil and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open gastrectomy, the distal anastomosis site was perfect but the proximal anastomosis site was not cut (donuts). Additionally, on the proximal site the suture was tangled. The washer was fully cut. The device was used for esophagogastric anastomosis. The bleeding was unknown, but a blood transfusion was not required. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.